Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-01438 addresses the pinnacle repair kit, while manufacturer report # 3005099803-2013-01439 addresses the solyx system. It was reported to boston scientific corporation that the patient was implanted with a pinnacle posterior pelvic floor repair kit and a solyx single incision sling system during a procedure on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). It was reported from the physician's office that the patient's record was reviewed and no complications were noted with the procedure. The patient was seen several times post-op, the last of which was in (B)(6) 2009 (exact date not given). There was no mention of any patient complaints, follow up treatment, or referrals. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.